Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular lead exhibited low impedance. No intervention was performed. The patient experienced no consequences and will continue to be monitored.